Event description:
It was reported by service report that the brakes were not holding properly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Device evaluated by account. Conclusion: casters sent to customer. Customer will install.